Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
An angioplasty in the peripheral procedure was being performed on the (B)(6) male patient. While the user was pulling the angioplasty balloon out of the patient , the balloon would not come out. And during the attempted removal, the hub separated from the sheath. The physician confirmed the balloon was deflated and was pulled out; a wire was placed and another device used without complication or harm to the patient. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, dimensional verification, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one (1) used/damaged device was returned for investigation. It was reported that the device was a flexor raabe guiding sheath. Upon measuring the length and od of the returned device, it is feasible to suggest that the complaint device is a kcfw-6.0-38-55-rb-raabe. The flare of the device had a slight ruffled appearance. Using a go no-go flare gauge, it was confirmed that the flare dimension was manufactured to specification. There is no evidence to suggest the product was not made to specifications. Instructions are in place to verify that the device is manufactured to specification. The process of attaching threaded proximal end fittings to flexor sheaths is validated. The process validation shows that the device meets tensile requirements per iso 11070:2014; maximum tensile load that the joint withstands must be greater than or equal to 15n prior to failure of the joint. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation it is feasible to suggest that the reported failure mode was caused by an excessive force (force beyond the device's intended design) being applied to the device due to the resistance encountered when trying to remove the angioplasty balloon from the patient. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
An angioplasty in the peripheral procedure was being performed on the (B)(6) male patient. While the user was pulling the angioplasty balloon out of the patient , the balloon would not come out and during the attempted removal, the hub separated from the sheath. The physician confirmed the balloon was deflated and was pulled out; a wire was placed and another device used without complication or harm to the patient. The patient did not experience any adverse effects due to this occurrence.